Event description:
A (B)(6) male with pre-existing compromised pulmonary function and extremely low blood pressure determined to be at heightened risk for a procedure was treated for vcf. During the treatment of the second vertebral body, the pt could not be resuscitated and was pronounced dead.

Manufacturer narrative:
Device implanted in the pt and not returned for eval. A review of the device history record did not reveal any discrepancies related to the complaint. The lot met all specifications prior to release. Cause of death appears to be unrelated to the device.